Event description:
The customer reported fifty-one false positive results with the ID now covid-19 assay for multiple patients performed from (B)(6) 2021 to (B)(6) 2022. This MFR. Report addresses patient twenty-eight of fifty-one. The customer reported one false positive result with the ID now covid-19 assay performed on an unknown date. Confirmation testing via an unknown rt-pcr platform generated negative results. Per the customer, testing was performed on both symptomatic and asymptomatic patients, however, the quantity of patients in each group was not provided. No additional patient information, including treatment and outcome, was provided. Although requested, no further information was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Reports: 1221359-2022-03031-1221359-2022-03081.